Event description:
A 5 fr d/l PICC line was inserted in my upper left arm for IV infusion of antibiotics. Within 3 to 5 days, the home care nurse was having difficulty flushing and withdrawing blood from the catheter. I had symptoms of redness, swelling, soreness, pain, high fevers, chills, mild left sided chest discomfort, pain in my neck and left shoulder. I was advised to go to the emergency room.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.